Event description:
Pt had power PICC solo catheter placed on (B)(6) 2011. PICC discontinued on (B)(6) 2011. Pt presented to (B)(6) on (B)(6) 2011 with chest pain. Chest x-ray revealed wire fragment in pulmonary artery. Pt transferred to (B)(6) for removal due to availability of cardio-thoracic surgery services. Preliminary reports indicate pt required sternotomy and cardiopulmonary bypass for removal of the foreign body. Foreign body measured approximately 17 cm in length and is cooper in color.